Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an optical sensor failure alarm when the patient bent the knee. The therapy was continued with ECG trigger. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an optical sensor failure alarm when the patient bent the knee. The therapy was continued with ECG trigger. There was no reported injury to the patient.

Manufacturer narrative:
Return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, additional mfg narrative/corr data. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The optical fiber was found to broken at the kinked location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an optical sensor failure alarm when the patient bent the knee. The therapy was continued with ECG trigger. There was no reported injury to the patient.